Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at 5 v output during follow-up 10 days post-implant. A revision procedure was performed wherein the lead was repositioned. Though the physician stated there was nothing unusual about the lead position prior to revision, a microdislodgement was questioned. No adverse patient effects were reported. This lead remains in service.